Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed; after troubleshooting by swapping out the connector board it was determined that the connector board is the root cause. The sr8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is caused by the use-related damage to the connector board. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: unconfirmed as the failure could not be reproduced during evaluation. (Reference: MDR number 3006260740-2021-02227).

Event description:
Per biomed - not recognizing probe and screen has a black area. A 2nd probe was tried but the sr8 still did not recognize it.